Event description:
The customer's sister reported via phone call that the customer was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of the hospitalization was 1149 mg/dl. The customer's sister explained that the customer was unresponsive and, at the hospital, it was found that the cannula was bent. The customer's sister did not recall any significant events leading to the hospitalization. The customer's sister confirmed the cause of the hospitalization as diabetic ketoacidosis and pneumonia. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.